Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 1120 mg/dl. The customer was treated by manual injections and insulin pen for the high blood glucose. Customer also stated that they were treated with IV drip injection in hospital. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does allege pump was under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.